Event description:
Consumer bought a pack of the gum proxabrushes go-betweens. Three of the brushes have broken off between her teeth while being used to clean between her teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.